Event description:
Patient reported left side "on and off sharp pain," "vibrating sensation underneath the left breast," and "referred to breast clinic to be investigated for bia-alcl cancer". Histopathological markers cd30+ and alk- have not been received. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2620226 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review, there is no information about if the device is going to be returned to the device analysis laboratory. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the coding matrix for medical devices and human tissue qpp07-01-003-g17 (v3.0) this code is classified as medical event; also, according to the procedure qpp07-01-003-w37 (v4.0) this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl ¿ suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Upon receipt of further information it has been confirmed that the previously reported events of lymphoma-alcl-suspected and seroma are not present within this patient. The capsular contracture has been confirmed as baker grade I. There are no longer any reportable events associated with the patient's left side device.

Event description:
Upon receipt of further information it has been confirmed that the previously reported events of lymphoma-alcl-suspected and seroma are not present within this patient. The capsular contracture has been confirmed as baker grade I. There are no longer any reportable events associated with the patient's left side device.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma; capsular contracture, baker grade iii/IV.

Event description:
Patient later reported capsular [contracture] with large seroma. Patient informed the baker grade of the capsule was between iii and IV. The device has been explanted and replaced.